Manufacturer narrative:
The zoll console in complaint was returned to zoll on (B)(4) 2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. Evaluation not completed.

Event description:
It was reported that the thermogard xp ivtm console (s/n (B)(4)) displayed a tcmid: 02 (ce error). This event occurred during patient use. The customer could not clear the error, therefore they used another system to continue treatment (type unknown). No report of patient sequelae. No additional information provided.

Manufacturer narrative:
The thermogard (s/n (B)(4)) was returned to zoll for evaluation. Visual inspection was performed and found degraded temperature probe(lm-34), leaked danfoss, and the pic board was burnt. A review of the archive data revealed multiple tcmid 05(coolant diff failure) errors unrelated to the complaint. During functional testing, tcmid: 02(ce danfoss error) had occurred. In summary, customers reported complaint was confirmed. The probable root cause for reported tcmid: 02 is related to defective danfoss controller.